Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-valid was reassessed as valid case as the previously reported event of "had issues" (unevaluable event) was deleted. Also this case initially considered non serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. This case is cross referenced to case ids: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other health care professional. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency swelled up very big/ swelling, redness. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. No allergies to avian reported on an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, expiration date and indication: not reported; lot number: 7rsl021) bilaterally. On an unknown date in 2017, latency unknown, the patient had swelling and redness. It was reported that it swelled up very big. It was reported that blood work was not gathered. It was reported that the patient had been fine since the swelling and redness. She reported this patient did come into the office but it was unknown what treatment if any this patient received. On an unknown date in 2017, the patient got fluid drained. Since an unknown date, there was device malfunction. Corrective treatment: not reported for all the events. Outcome: recovering for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017, both processed together with the clock start date of (B)(6) 2017. Related case ids were added. This case initially considered non-valid was reassessed as valid case as the previously reported event of "had issues" (unevaluable event) was deleted. Also this case initially considered non serious was upgraded to serious as the serious event of device malfunction with seriousness criteria as important medical event was added. The additional events of swelled up very big/swelling, redness were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who experienced localised erythema, knee swelling, and knee effusion after receiving synvisc one injection from the recalled lot. Although exact event. Onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.